Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2004 the patient underwent l3 laminectomy, l4 laminectomy, instability, l3-4. Instrumentation. 5) removal of instrumentation. Exploration of fusion, bone graft. Microscope. Preoperative diagnosis: l3-4 spinal stenosis. L3-4 disc herniation. Instability, l3-4. Previous fusion, l4-s1. Degenerative disc disease. As per op notes: after laminectomy, removal and instrumentation, the attention was turned to bone grafting. ¿bone graft was harvested locally and morselized, along with mixing this with the rhbmp-2/acs.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.